Manufacturer narrative:
Follow-up #1: date of submission 26-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 14-feb-2018 with the following findings: a review of the black box showed multiple unexplained power on reset events. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. The returned battery cap was undamaged and fit securely. The battery cap was fastened and unscrewed a half turn with no reboots. Moisture corrosion was found in the display screen. A leak was found in the battery compartment. The pump powered up with an unresponsive keypad. Further testing for the power issue was unable to be performed. The pump cover was removed to find no moisture ingress to the power printed circuit board and to the keypad connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the infrared window and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.